Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified, moderately tortuous proximal left anterior descending artery. The 12mm x 3.5mm maverick 2 monorail balloon catheter was advanced to the target lesion for pre-dilation. On the first inflation the balloon reached 12atms and ruptured. The device was successfully removed and completed with a non-bsc balloon catheter. No patient complications were reported and the patient's current condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).